Event description:
Customer reported an inform system blood glucose result of 592 mg/dl, lab result of "61-64" mg/dl within 10 minutes. Customer reported no patient symptoms. No adverse event reported. A request was made for the return of the system, replacement was sent.